Event description:
During a laparoscopic appendectomy the stapler worked properly with the first load. The second load wouldn't fire all the way and it stopped mid process. Also, it wouldn't articulate or straighten. A new stapler was opened and worked properly.